Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that a review of the g5's device log shows an error occurring on (B)(6) 2025 through (B)(6) 2025. The device was fast tested (runs a daily, weekly, and monthly self-test within 30 minutes) without any discrepancies noted. On/off current, patient and circuit impedance testing, internal inspection, and shock testing all passed. Evaluation of the main board was unable to confirm the fault. The board was scrapped. It is important to note that the device will communicate to the user that it is not rescue ready by providing an auditory beep every 30 seconds and displaying a red rescue ready (nvi) indicator. No emerging trend based on similar reports.